Event description:
It was reported that medical attention was sought on (B)(6) 2018 around 10:00am. Meter gave a result of 80mg/dl and ems was called. Reporter stated that the prodigy meter gave a reading of 80mg/dl; however, due to the end-user behaving erratically ems were called around 45 minutes after testing. Reporter stated that after testing her blood glucose he gave her some candy and orange juice, tested again and got a 39mg/dl. Ems arrived within 15mins, tested her and received a 31mg/dl. End-user was not transported to the ER. Ems gave her orange juice and no other treatment. Reporter doesn't recall what her blood glucose was prior to the ems leaving. No additional details have been provided.